Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that along with medication the patient received additional treatment of opening and evacuation of the hematoma. Extend the incision proximally. There is no obvious bleeding present.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment. Currently, the proximal aortic neck is 47 mm in diameter. It was reported that a migration with a type I endoleak was observed. The physician performed a secondary intervention and implanted an endurant aortic cuff that required a snorkel bypass procedure. 2 aptus endo anchors were implanted in the proximal aortic neck of the bifurcated stent graft and 6 were implanted in the aortic cuff stent graft, resolving the event. The patient experienced post procedural bleeding that caused pain and swelling in the left arm. The patent received medication and the event resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the cause of the migration and type ia endoleak was disease progression. If information is provided in the future, a supplemental report will be issued.